Manufacturer narrative:
This complaint is confirmed. The complaint sample was returned in two sections. The proximal section contains the assembled 4 fr two piece connector. The distal section contains a loose section of 4 fr groshong catheter tubing. The two piece connector was separated into the distal and proximal connectors. The distal connector was then split apart with a knife from the bas lab. A cross sectional view of the distal connector was observed under 10x magnification. It shows the compression ring seated in the connector's tapered locking bore. This is due to the locking mechanism of the proximal and distal connectors at assembly. Prior to assembly, the compression ring is seated proximal to the taper bore. The proximal end of the catheter was observed under magnification. No assembly deformation was observed at the proximal end of the tubing that would indicate assembly. No manufacturing defects were observed with the complaint sample. According to the product IFU, "retrieve the oversleeve portion of the connector and advance it over the end of the catheter. If you feel some resistance while advancing the oversleeve, gently twist back and forth or spin to ease its passage over the catheter. Gently advance the catheter onto the connector blunt until it butts up against the colored plastic body. The catheter should lie flat on the blunt without any kinks. With a straight motion, slide the oversleeve portion of the connector and the winged portion of the connector, aligning the grooves on the oversleeve portion of the connector with the barbs on the winged portion of the connector." The IFU gives descriptive, illustrated instructions for achieving a proper assembly. This may be a user technique issue. A lot history review (lhr) of rewg1279 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the device has been placed on (B)(6) 2012. Control radio performed. At the beginning of antibiotherapy (diprivan) (B)(6), the pt felt pain. After radio of control, it appears that a part of catheter has migrated. The piece of catheter has been recovered with a lasso by interventional cardiology.